Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a frayed grip cable at the distal end and the strands slightly stuck out at the wrist. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. No pieces were missing. Upon visual inspection, no damage was observed on the conductor wire. The instrument passed electrical continuity.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noted a frayed cable on the maryland bipolar forceps (mbf) instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: when opening the instrument tray, it was noticed the ends of the maryland wires were exposed and frayed. It was noticed prior to surgery - not sure if this was damaged on decontamination or transport - either way it could not be used. The patient was not injured as the maryland forceps was not docked into the robot as the nurse identified the frayed wires before surgery.